Event description:
The patient was in the operating room about to have a diaphragmatic hernia repair. The storz camera equipment was connected and about 5 to 10 minutes later, one of the physicians smelled smoke coming from the storz cabinet. The patient was safely moved to another room, the smoke alarm went off, the equipment was unhooked, smoke stopped, no fire visible. Fire safety team, security and biomedical engineering were all on the scene. No harm to the patient. The storz representative was contacted and now has the equipment.